Event description:
Dr.(B)(6). Revised hip because patient fell and broke their leg requiring cables and a plate.

Event description:
Dr (B)(6) revised hip because patient fell and broke their leg requiring cables and a plate.

Manufacturer narrative:
The c-taper cocr lfit head 28mm/0, cat# 06-2800, lot# unk was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's fall. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The event was not confirmed as reported device and patient medical records were not provided for evaluation. The exact cause of the event could not be determined due to minimal information provided, however, it was reported that the patient experienced trauma which led to the revision. Trauma is a known adverse effect and this event is most likely not device related.